Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 g1: physical manufacturer h3, h6: a product investigation was conducted. Visual inspection: the implant insertion sh connection (p/n: tft30101, lot #: e18di0865) was returned and received at us cq. Upon visual inspection, it was observed that the entire threaded portion of the tft30101 c tlif implant inserter pin sh connection was broken and the broken fragment was lodged inside the implant inserter (p/n: tft30101 a) and the knob (p/n: tft30101 b). There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the implant inserter sh connection pin (p/n: tft30101, lot #: e18di0865). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: tft30101 lot number: e18di0865 a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. H11 corrected data: g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a spinal fixation surgery during the impaction of the transforaminal lumbar interbody fusion (tlif) conduit cage, the inner shaft broke. Retrieval of the inner shaft was successful. The procedure was completed successfully. Concomitant device: tlif conduit cage (part# unknown, lot# unknown, quantity 1). Unknown impaction instrument (part# unknown, lot# unknown, quantity 1). This report is for one implant inserter sh connection. This is report 1 of 1 for (B)(4).